Manufacturer narrative:
No patient involved. Medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the left side tracker on the imaging system is flickering when the navigation system attempts to track the active leds on the tracker. No patient impact.